Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, serial# unknown, product type: accessory.

Event description:
The health care provider reported that the patient lost her programmer and then found it, but it was giving her an error. The hcp stated that the error occurs when you don't use the remote for a long time. The hcp stated the screen had an exclamation mark. Discussed icon mode if the programmer was not bonded, but the hcp stated that was not it. Additional information reported that patient was getting poor communication on the patient programmer (pp) for the last couple weeks. Unplug antenna, place pp directly over ins, on skin, sync but did not resolve the reported issue. Pp won't do telemetry with or without antenna attached .no patient harm reported. Additional information reported 2 days later that they received replacement pp two days ago but still getting the poor communication screen. Patient stated replacement pp did not resolve poor communication issue. The patient will have to follow up with managing hcp to get implant checked to see why implant was unable to communicate with pp. The patient was unable to communicate with and without antenna on the call. Additional information reported about 2 weeks later that they were at the doctor¿s office and the clinician programmer will not communicate with ins even after trying 2-3 times. The hcp did mention patient had a fall about 6 months ago in which they fell on the elevator and landed on their buttock and was bruised on their back. The hcp stated the last time patient felt stim was "a while ago". Technical services reviewed that most likely ins was completely depleted and will need to be replaced. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the replacement programmer antenna did not resolve the poor communication issue. The patient reported that they contacted their physician¿s office. The patient reported that their physician determined the issue was with the internal device and they were waiting for surgical repair date and whether to return to original programmer or the replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that interstim itself not communicating pre-operative. Surgery of replacement was planned for (B)(6) 2017. Doctor will do appropriate programming following surgery (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.